Event description:
Device 2 of 3. MFR. Reference report#: 3006705815-2019-01509. 1627487-2019-05317. Follow up revealed that the patient's scs system was explanted.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 3 MFR. Reference report#: 3006705815-2019-01509; 1627487-2019-05317. It was reported that the patient is not receiving adequate therapy. In turn, reprogramming attempts were made, but not successful. As a result, the patient may undergo surgical intervention at a later date.